Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 522-523 mg/dl. Prior to going to the ER, the customer delivered a bolus and administered a manual insulin injection in attempt to resolve bg level. While in the ER, the customer had unspecified tests done. Additional treatment while in the ER was not provided. The customer was released from the ER approximately 3-4 hours later with no permanent damage. The cause of the high bg was unknown. A system check was performed by cts and determined that the pump functioned as intended.